Event description:
It was reported that while stimulation was turned on a loss of therapeutic effect occurred. There was no known accident of incident related to this event. The patient's device was replaced in (B)(6) 2011 and the patient had good therapy but a gradual return of symptoms occurred in (B)(6) 2011. A potential issue with electrode #3 was noted because when impedances measurements were taken "???" Was displayed for that electrode. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).